Manufacturer narrative:
Product event summary: it was reported that the patient experienced multiple critical battery alarms. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms due to communication errors; however, these alarms were not triggered by battery in this event. Additionally, one power disconnect alarm was recorded involving the battery. During the power disconnect alarm, the logs recorded a spurious safety alert word (saw) value for this battery, indicating that a communication error had occurred between the controller and battery. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. An internal investigation was opened to investigate communication errors. Of note, the controller in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had multiple ¿critical battery¿ alarms. The battery was exchanged. No patient complications have been reported as a result of this event.